Manufacturer narrative:
The device has not been received for evaluation. Upon completion of the investigation, a supplemental MDR will be submitted. Section: general patient care considerations ¿assess access site for bleeding and hematoma.¿ section: entering cardiac output use of the repositioning sheath and peel-away introducer ¿remove the peel-away introducer completely from the artery over the catheter shaft to prevent trauma and significant bleeding and apply manual pressure above the puncture site.¿ section: potential adverse events (united states) ¿acute renal dysfunction, aortic valve injury, bleeding, cardiogenic shock, cerebral vascular accident/stroke, death, hemolysis, limb ischemia, myocardial infarction, renal failure, thrombocytopenia and cardiac or vascular injury (including ventricular perforation).¿

Event description:
The complainant reported that during impella cp support, the 44-year-old male patient had puncture site that continued to bleed. The vascular surgeon "narrowed" the puncture site slightly and the issue resolved. No blood products were given and the patient is noted to be stable.

Manufacturer narrative:
The investigation into the access site bleeding ¿ major issue been completed since the original report was submitted. The device was not returned for investigation. The root cause of the access site bleeding was most likely due to use issue since the vascular surgeon narrowed the puncture site slightly which resolved the issue.